Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped working and could not be inflated after 8 years of use. A surgical procedure was planned to replace the system. There were no patient complications.